Event description:
It was reported that a minimum fill notification occurred. Additionally, the customer also reported receiving an "unknown error", no additional details or information were provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issues, but no response was received. There was no adverse effect to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.